Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue of black shadow in image intermittently was not reproduced. Furthermore, further evaluation found the device nozzle found with foreign objects. The nozzle was clogged. Service repair noted that due to clogging of nozzle, water removal ability does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Due to wear of angle wire, bending angle in up/down/left direction does not meet the standard value. Additionally, device evaluation, service noted the following findings below: c-cover has a dent. Adhesive on a-rubber is detached. A-rubber has discoloration. Connecting tube has a scratch. S-cover has a scratch. S-cylinder is deformed. Universal cord has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of black shadow in image intermittently. The issue found during preparation for use. There is no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported intermittent black shadow in the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for the reported issue was not established. However, it likely that the reported problem occurred because the nozzle was clogged due to improper reprocessing after the previous procedure. A brown foreign material had clogged the nozzle. The reported event can be detected/prevented by following the instructions for use (IFU) which state the following: ¿preclean device immediately after procedure. Otherwise, organic tissue from patients possibly adheres and is not removed by reprocessing. Remove clogging by feeding water into a/w channel during precleaning. Clean external surface of device with clean gauze/sponge, taking care not to remain foreign material in a/w nozzle opening. Method of feeding detergent in a/w channel. Method of removing detergent from a/w channel. Soak device in detergent before manual cleaning if device were heavily dirty or if the device cannot be cleaned immediately after each procedure.¿ the IFU also provides the following additional warning, precautions, and instructions: ¿operational manual: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Reprocessing manual: warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. Flush water and air into the air/water channel. Caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Cleaning, disinfection and sterilization procedures - manual cleaning: clean the external surfaces. Immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned: flushing detergent solution into the air/water channels. Removing detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in cases of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope.¿ olympus will continue to monitor field performance for this device.